Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue, the compressor worked fine. Replaced pressure transducer as preventive maintenance. All functional and safety test were performed. The unit was returned to service for clinical use. The failure analysis and testing dept. Received parts with a reported unit failure of a power up error code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the regulator in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure can be confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use cardiosave intra aortic balloon pump (iabp) had occurred error code 14 at start up. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11 corrected fields- h6 medical device ¿ problem code.

Event description:
N/a.